Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. The physician had difficulty removing this lead making the tip inadvertently left inside the patient's body. This lv lead was partially removed. There were no additional adverse patient effects reported.